Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. (B)(6). The device serial number and therefore the date of manufacture is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Device has not been returned for evaluation.

Event description:
A caller (customer¿s uncle, customer is an (B)(6) child) reported that the customer¿s adc blood glucose meter was providing higher readings than an hcp meter. The caller reported that on (B)(6) 2016 at 8:00 am the customer was tested using the adc meter with a result of ¿around 7.0 mmol/l¿ (126 mg/dl). The customer experienced a seizure, and an ambulance was called. A family member gave the customer orange juice at an unspecified time. Paramedics arrived and tested the customer with their meter with a result of 3.0 mmol/l (54 mg/dl). The customer was taken to a hospital where a reading of 3.6 mmol/l (65 mg/dl) was obtained at approx. 8:20 am. The customer was treated with intravenous glucose at the hospital. The caller stated his niece suffers from epilepsy, and the doctors at the hospital said that the seizures were caused by a hypoglycemic event, and not the customer¿s tegretol (anti-seizure medication).

Manufacturer narrative:
This report is being filed as a correction. The reported ¿report date¿ was incorrect on the initial submission. The correct report date is november 22, 2016.

Event description:
A caller (customer¿s uncle, customer is an (B)(6) child) reported that the customer¿s adc blood glucose meter was providing higher readings than an hcp meter. The caller reported that on (B)(6) 2016 at 8:00 am the customer was tested using the adc meter with a result of ¿around 7.0 mmol/l¿ (126 mg/dl). The customer experienced a seizure, and an ambulance was called. A family member gave the customer orange juice at an unspecified time. Paramedics arrived and tested the customer with their meter with a result of 3.0 mmol/l (54 mg/dl). The customer was taken to a hospital where a reading of 3.6 mmol/l (65 mg/dl) was obtained at approx. 8:20 am. The customer was treated with intravenous glucose at the hospital. The caller stated his niece suffers from epilepsy, and the doctors at the hospital said that the seizures were caused by a hypoglycemic event, and not the customer¿s tegretol (anti-seizure medication).